Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) change out procedure, the right ventricular lead was connected to the new ICD and noise was noted. The lead was tested through the pacemaker system analyzer and noise was still present. The physician elected to cap and replace the lead during the same procedure on (B)(6) 2018. The patient was in stable condition.

Event description:
New information received on (B)(6) 2018 states patient presented to the emergency room with chest pain while lying on the left side since (B)(6) 2018. The r-waves had low amplitude variation and programming changes were made previously. During rv threshold testing patient experienced severe chest pain. The rv pacing lead impedance high when first implanted and lead impedance has continued to be decline below normal range. Physician elected to explant the entire device and lead system due to the patient having pain with premature ventricular contractions and rv pacing. Patient ejection fraction has been normalized since the explant and the patient was stable.